Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at 4 milli meter (mm) deep. Immediately after deployment, the valve slowly moved aortic, about 4 mm above the annular plane. The valve was snared up to the ascending aorta. A second valve was successfully implanted in the aortic position. No additional adverse patient effects were reported.